Manufacturer narrative:
The insulin pump passed displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms were noted. The pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the pump. The customer's blood glucose reading was 518 mg/dl. The customer treated with a manual injection. The customer stated that he had symptoms such as thirstiness and nausea. The customer stated that he received a no delivery alarm and changed his set about 3 times. The customer stated that none of his cannulas were bent. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the hp test. The customer stated that the hp test passed. The customer will be sent a replacement pump.